Manufacturer narrative:
There has been no patient or user injury reported however a risk to patient health could not be excluded. Summary of eval: the reported problem could be reproduced at brainlab using the same sw version of iplan rt dose as the initial reporter. Corrective and preventive action: this specific medical center has corrected the typographical error in the customer specific values. In order to increase the awareness of this potential problem brainlab will inform existing iplan rt dose customers accordingly and stress the importance of appropriate quality assurance (commissioning) of any radiotherapy equipment before clinical use as already described in the iplan rt dose instructions for use.

Event description:
During the installation of iplan rt dose at the medical center, the customer decided to have the default values regarding the CT eounsfield units replaced with values adjusted according to the characteristics of the customer specific CT scanner. When testing these changes before clinical use it was noticed that a typographical error in the customer specific values entered had caused un-intended deviations in the dose calculated by iplan rt dose. The deviations were noticed before clinical use.